Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damaged and experienced low blood glucose level. The customer¿s blood glucose level was 64 mg/dl. The customer was assisted with troubleshooting. Customer stated pump broke where you put the reservoir in and twist and customer reports damage at reservoir lip ring, half is broken off. Customer stated that reservoir is half way locking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked battery tube threads, missing reservoir tube o - ring, broken half of reservoir tube lip, however test reservoir locked or clicked into place properly, minor scratched display window, stained end cap sticker and stained address or serial number label.